Event description:
(B)(4). My hair is falling out, my liver enzymes have increased alot, I have no energy to do anything, I break out in hives for no apparent reason, I have a huge amount of pelvic pain